Event description:
It was reported that during a low anterior resection, after placing the anvil in bowel (intraluminal) and securing with purse string below tie in section, during a robotic lar and then marrying the stapler to the anvil, all while ensuring complete exposure of orange indicator on trocar prior to joining devices and then proceeding to dial down into the green zone, the surgeon noticed the device already had a solid green check mark as though the device had already fired though this had not yet occurred. He proceeded with normal firing sequence checklist and removed the safety to fire the device, depressing trigger but nothing occurred. No activation. He removed battery to ensure it wasn't a power issue however that did not resolve issue. They proceeded to release the device by turning rotation knob counterclockwise and confirmed that no incomplete firing had occurred. They experienced a significant delay of 40 minutes while they attempted to unmarry the anvil from the stapler while still in the patient. Once finally removed, they proceeded to open a second cdh29p device and married it to the same anvil which the firing was completed without incident. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished cdh29p, with lot number a9m34p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.